Event description:
Irn# (B)(4). Initial reporter´s narrative: cer: performed a spinal injection and on the removal of the needle from the patient the needle hub came away from the needle its self. This was a straightforward procedure.

Manufacturer narrative:
Event took place in the UK and has been reported through british distribution subsidiary pajunk medical ltd. Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. Based on risk assessment and clinical assessmnet file is considered as closed.

Manufacturer narrative:
Event took place in the UK and has been reported through british distribution subsidiary pajunk medical ltd. Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
Irn#: (B)(4). Initial reporter´s narrative: cer: performed a spinal injection and on the removal of the needle from the patient the needle hub came away from the needle its self. This was a straightforward procedure.